Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a plunger lever issue occurred. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top and bottom cases were in good condition, the right plunger case was cracked, and contamination was visible by the l-bracket pole clamp. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the power up portion of the investigation. Root cause of the reported event is unknown and unable to be determined, but the left plunger case flippers get stuck when the plunger lever is actuated. Replaced the left plunger case, upgraded the device software to v6.0.1, and performed power up. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500